Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. : the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient exhibiting symptoms of right facial droop, disorientation, and unable to recognize family members. The patient was admitted with left frontal lobe intraparenchymal hemorrhage. Associated surrounding vasogenic cerebral edema and significant mass effect. Inr was 2.14 and blood pressure in 100s. The patient was given k centra and vitamin k, and inr was 1.3. The CT scan of the head showed a large left frontal intraparenchymal hemorrhage, with intraventricular extension. The result of the hemorrhagic stroke was paralysis. Patient decided to withdraw care and pump support was discontinued on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A direct correlation between the evaluation of the returned pump and the patient's reported hemorrhagic stroke could not be conclusively determined. The pump was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the inflow cannula, on the rotor, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.